Manufacturer narrative:
Evaluation of the returned lantern delivery microcatheter (lantern) confirmed that the catheter was fractured. If the lantern is torqued against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported event, the root cause of resistance cannot be determined. Further evaluation revealed a kink on the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gi bleed using a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the lantern to the vessel without a guidewire and began torquing the lantern. The lantern fractured and was removed in one piece. The physician advanced a second lantern to the vessel. After 15 to 20 minutes of use, the lantern fractured in multiple locations. The lantern was removed in one piece from the patient. The procedure was complete with a non-penumbra microcatheter. There was no report of an adverse effect to the patient.